Manufacturer narrative:
(B)(4).

Event description:
A patient in (B)(6) was undergoing continuous renal replacement therapy (crrt) with a prismaflex m100 set. During treatment, the nurse observed a crack on the male luer lock of the access line. An estimated blood loss of 3-5ml has been reported.